Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949-58 lead implanted: (B)(6) 2006; 5076-52 lead implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.